Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and also insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 24 mmol/l at the time of incident. Customer was treated with insulin pump. Customer had been using the insulin pump system within 48 hrs of reported high blood glucose event. Customer was performed displacement verification test and it was passed. The insulin pump will not be returned for analysis.